Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the abre stent, there were deployment issues as the device was unable to deploy. The stent struts were exposed and visible upon removal. The event was associated with a fibrous lesion located in the peripheral vein, specifically the common iliac vein. The vessel was post-dilated, and the device was safely removed without requiring any intervention. The procedure was completed using a new abre device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the red locking pin was removed from the handle of the returned device the size indicated on the strain relief was 9f 18mm x 80mm a kink was observed on the silver retractable sheath the stent was partially deployed an attempt was made to rotate the thumb wheel and the stent would not deploy and the wire inside the handle snapped during evaluation the tuohy was still attached to the retractable sheath the stent was manually deployed a kink was observed on the inner tubing the blue isolation sheath was separated from the silver retractable sheath. The ID of the blue isolation sheath was 108 the od of the silver retractable sheath was 0.0107 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.